Manufacturer narrative:
The insulin pump had a button error alarm and no esc button response due to corroded keypad trace. The back light functioned properly. No lit up screen or blinking number anomaly noted no moisture damage inside pump noted during testing. It was unable to verify for operating currents including low battery or off no power alarm due to no esc button response. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 310 mg/dl at the time of incident. The customer stated that they took insulin and the blood glucose went down to 217 mg/dl. The customer stated that they pressed the bolus button then act button and the screen lit up and number was blinking. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.